Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the cauterizing jaw of the hemopro device began heating when the device was plugged in, but the device was not activated. The device was never sued for surgery. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: from the investigation, it was observed that the tri-heater wire assembly was intact and lifted away from the hot jaw. The silicone hot jaw boot was thermally damaged. The observed thermal boot damage and tri-heater wire condition, indicated that the jaws had experienced elevated temperatures at one point in time and could have been a result of an intermittent circuit failure. The complaint was confirmed for the cauterizing jaw of the hemopro began heating when the device was plugged in, but the device was not activated. A lhr review was completed for the product and there was no nonconformance associated with the lot number.